Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: is the broken blade tip being returned with the device? No information. Or, was the broken blade tip discarded? No information.

Event description:
It was reported that during a lap gastrectomy, an error 5 occurred after a few actuations in about 3 minutes. Then, the blade was broken off outside the patient when a scrub nurse cleaned the device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the distal tip of the blade broken off and it was returned with the device. The blade was discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was broke at the discolored (blue) area. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.